Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that needle did not safety, as safety broke off the needle when attempting to safety. Patient had to get a chest x-ray to get the line cleared.

Event description:
Additional information: there was no needle stick injury, but the safety did fall off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism detaching from the introducer needle is confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.